Event description:
Covidien ligasure impact curved, large jaw, open sealer/divider jaw closed and would not open. This was replaced with a "like" device that worked without issue. Diagnosis or reason for use: total abdominal hysterectomy, bilateral salpingectomy.